Event description:
It was reported that noisy signals were observed from this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead resulting in oversensing and inappropriate mode switch episodes. Alerts for out of range, low amplitude signals from the ra lead were also noted. Technical services were contacted and recommended further lead integrity testing prior to a potential lead revision to resolve the event. The physician subsequently elected to explant and replace the device and ra lead to resolve the event. The patient was stable with no additional adverse effects. The device was received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being sent to correct b5 and h6.

Event description:
It was reported that noisy signals were observed from this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead resulting in oversensing and inappropriate mode switch episodes. Alerts for out of range, low amplitude signals from the ra lead were also noted. Technical services were contacted and recommended further lead integrity testing prior to a potential lead revision to resolve the event. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that noisy signals were observed from this implantable cardioverter defibrillator (ICD) and a non-boston scientific right atrial (ra) lead resulting in oversensing and inappropriate mode switch episodes. Alerts for out of range, low amplitude signals from the ra lead were also noted. Technical services were contacted and recommended further lead integrity testing prior to a potential lead revision to resolve the event. Several months later, the device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended by technical services. The explant procedure was scheduled but has not yet occurred. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.